Manufacturer narrative:
Updated e1 - initial reporter first name updated e1 - initial reporter email e1: initial reporter address 1 - (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous vein. A 1.5mm x 20mm x 142cm balloon catheter was advanced for dilation. However, during the first inflation at 7 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter address (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous vein. A 1.5mm x 20mm x 142cm balloon catheter was advanced for dilation. However, during the first inflation at 7 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.